Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a disconnection inside the image sensor unit or the image sensor unit cable due to the accumulation of electrical stress due to repeated use, the application of static electricity, electric leakage, and over current caused by connecting and disconnecting the connector while the power is on. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, while the endoeye flex 3d deflective videoscope was connected to an visera elite ii video system center (otv-s300), experienced a blackout during preparation for use. The intended therapeutic laparoscopic endoscopic joint local gastrectomy procedure was completed using a replacement device. The problem was resolved when the scope was switched, so it was presumed the issue was with the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.